Manufacturer narrative:
Age: adult. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that leaking occurred in the medical oncology with the 0.2 filter used separately from the tubing. They were not bonded together. Etoposide o.4mg/ml leaked during a continuous infusion with a total dose of 100mg. The treatment was delayed and prolonged due to rectifying leaking filter. The patient and employee were exposed to the chemotherapy agent. The filter was changed during infusion and the patient discharged.

Event description:
It was reported that leaking occurred in the medical oncology unit with the 0.2 filter used separately from the tubing. They were not bonded together. Etoposide 0.4mg/ml leaked during a continuous infusion, with a total dose of 100mg. The treatment was delayed and prolonged due to rectifying the leaking filter. The patient and employee were exposed to the chemotherapy agent. The filter was changed during infusion and the patient discharged. Although requested, there has been no impact to patient or user response or additional event information made available to date.

Manufacturer narrative:
Correction on initial report: e.2 & e.3. Additional information provided: g.3